Event description:
Reportedly, both the patient's mitral and aortic valve were explanted after an implant duration of 80.17 months (6 years, 8 months) due to stenosis. Customer reported: severe stenosis to aortic and mitral valve due to calcifications. At time of report, patient condition was reported as stable. Devices will not be returned due to patient (B)(6) for (B)(6). See report for s/n (B)(4).

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation due to the patient (B)(6) for (B)(6). Patient status at time of report was listed as stable. No patient status update has been provided. Two devices were explanted in the same surgery -- mitral valve and aortic valve -- for the same reason. See report for s/n (B)(4). The customer report indicates that an operative report is available; however, it has not been provided. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.